Event description:
It has been reported that one bd¿ syringe integra 3ml ll w/ndl 25x5/8 rb has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the syringe was leaking fluid even when the correct needle was placed on the hub. Per email pir: syringe is leaking fluid when correct needle is placed on.

Manufacturer narrative:
H.6. Investigation summary: two zip lock bags with a total of 3 integra syringe samples were received. One bag was marked ¿safe report¿ and contained one loose integra needle and an opened blister package from batch #9018575 (p/n 305269). It also contained an empty package from a 21x5/8 needle batch #7263635 (p/n 305310). The syringe sample was visually evaluated. The barrel was marked with ¿influenza 0.5¿ label. The stopper was at the bottom out position but retraction mechanism was not activated and needle not retracted. Signs of leakage at the collar threads were observed. The needle hub appeared to not be fully screwed on and allowed a small clockwise rotation to be further tightened. No visual defects were observed with the threads of the syringe. One bag was marked ¿¿malfunction¿ and contained one loose integra syringe and one sealed packaged integra syringe from batch #9018575 (p/n 305269). The barrel was marked with ¿influenza 0.5¿ label. The needle was fully retracted and the stopper was at the bottom out position. Signs of leakage at the collar threads were observed. It was possible to slightly rotate the hub clockwise to further tighten it. No visual defects were observed with the threads of the syringe. The one sealed packaged syringe was tested for leakage per procedure. The sample was connected to a syringe filled with water and the water was expelled through the syringe during which it was noted that water leaked from the needle / hub connection. The outer hub was then removed and the needle hub assembly was examined using 10x magnification. It was observed that there was insufficient epoxy on the needle as epoxy was only present on one (1) side of the needle. This allowed a gap between the needle and needle hub which leaked during use. Possible root cause, a machine malfunction caused insufficient epoxy to be applied to the needle hub / cannula assembly which resulted in sufficient epoxy being applied to only one (1) side of the needle, no corrective or preventative actions are proposed in the scope of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ syringe integra 3ml ll w/ndl 25x5/8 rb has been found experiencing leakage during use. The following has been provided by the initial reporter: it was reported that the syringe was leaking fluid even when the correct needle was placed on the hub. Per email pir: syringe is leaking fluid when correct needle is placed on.